Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals on the left ventricular (lv) channel. Technical services (ts) reviewed the reports and noted that the noisy signals were being oversensed and caused pacing inhibition. Additionally, there had been high out of range pacing impedance in the past. Ts noted that there may be potential loss of capture (loc). The health care professional (hcp) stated that the patient had a procedure some days prior to the event, which may have affected the device. It was noted that the issue will likely be addressed at the device changeout as the device does not have much battery longevity left. The device was reprogrammed. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals on the left ventricular (lv) channel. Technical services (ts) reviewed the reports and noted that the noisy signals were being oversensed and caused pacing inhibition. Additionally, there had been high out of range pacing impedance in the past. Ts noted that there may be potential loss of capture (loc). The health care professional (hcp) stated that the patient had a procedure some days prior to the event, which may have affected the device. It was noted that the issue will likely be addressed at the device changeout as the device does not have much battery longevity left. The device was reprogrammed. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals on the left ventricular (lv) channel. Technical services (ts) reviewed the reports and noted that the noisy signals were being oversensed and caused pacing inhibition. Additionally, there had been high out of range pacing impedance in the past. Ts noted that there may be potential loss of capture (loc). The health care professional (hcp) stated that the patient had a procedure some days prior to the event, which may have affected the device. It was noted that the issue will likely be addressed at the device changeout as the device does not have much battery longevity left. The device was reprogrammed. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.